Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was explanted when it exhibited increased impedance measurements. It was reported that there is no tissue ingrowth on the eptfe coils of the extracted lead.,